Manufacturer narrative:
The reported event of the autopulse platform stopped after the first compression and displayed "realign patient" message on the user control panel was confirmed in the archive review but not during the functional testing. There were no device deficiencies found during the evaluation of the returned platform that could have caused or contributed to the reported complaint. The probable root cause for the reported complaint could be due to misalignment of the patient on the platform, likely due to user error. During visual inspection, there was no physical damage observed on the autopulse platform. During functional test, the autopulse platform passed the initial functional test without any fault or error. Per review of the archive data, user advisory (ua) 18 (max take-up revolutions exceeded), user advisory (ua) 12 (lifeband not present), user advisory (ua) 02 (compression tracking error) and user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) were recorded multiple times, thus confirming the reported complaint. User advisory is the clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. The user advisory (ua) 18 is an indication that the autopulse has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. The user advisory (ua) 12 error message is easily clearable by the user. The user advisory (ua) 12 error message alerts the operator that the lifeband clip is not properly engaging the safety switches in the driveshaft. The user advisory (ua) 12 error message can be cleared by ensuring that the lifeband is properly installed and subsequently restarting the platform. The user advisory (ua) 02 error message alerts the operator as the drive shaft rotates and shortens/tightens the lifeband (compresses the chest), the load sensors do not see the expected increase in load. This typically occurs if the patient is misaligned on the platform or the lifeband is opened or in the incorrect position during take-up/compression. User advisory (ua) 07 is an indication that the load sensing system has detected a weight/load imbalance between the two load cells. The recommended actions to take for this type of user advisory are: ensure the patient is properly aligned (armpits on the yellow line), deploy the shoulder restraint to mitigate patient movement and press restart to clear the user advisory. The load characterization check was performed and verified that both of the load cells are within specification. The autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 25 minutes without any fault or error.

Event description:
Patient 3: during patient use, the autopulse platform stopped after the first compression and displayed "realign patient" on the user control panel. There were no user advisory messages reported. As a troubleshooting step, the battery and the lifeband were replaced, however, the issue persisted. The crew immediately performed the manual CPR. No consequences or impact to patient was reported. Per customer, the autopulse platform passed every daily check performed before and after the patient use. Please see the following related MFR reports: ccr (B)(4) MFR 3010617000-2020-00331 for patient 1, ccr (B)(4) MFR 3010617000-2020-00332 for patient 2.